Manufacturer narrative:
The rv lead and ICD are not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise that was being oversensed and resulting in the delivery of inappropriate anti-tachycardia pacing (atp). The lead was tested and all measurements were in normal range. Attempts to recreate the noise were unsuccessful. The patient was questioned about what he was doing at the time the episodes were recorded, and he reported that he was in the office each time. The implantable cardioverter defibrillator (ICD) was reprogrammed so that the ventricular fibrillation (vf) zone was the only active zone at 220 bpm with a 10 second duration. No adverse patient effects were reported and at the time, this patient was not pacemaker dependent. The ICD and rv lead remained implanted and in service. Additional information was received at a later date that this rv lead had continued to exhibit noise oversensing and it was reproducible through isometric movements. A revision was performed and the rv lead was explanted and successfully replaced. The ICD was explanted, so that the patient could receive a dual chamber ICD. No additional adverse patient effects were reported. The hospital retained both explanted products.